Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "it was reported that the liner would not screw in and finally pushed through and broke during the case". The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found signs of heavy usage and deep scratches on its overall surface. Additionally, the base portion (where the threaded insert and snap ring assemble) was found broken. Broken piece was returned for evaluation and no additional anomaly was identified on its surface. Scratches observed are consistent with other tools and hard edges coming in contact with the device. However, taking in consideration the aspect and age of the device, the observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Breakage observed can be traced to excessive force applied during trialing, overtightening the device while assemblance or by improper handling/care of the device. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. However, given the damage observed on the base of the device, it is reasonable to confirm the device does not assemble/function as intended. The overall complaint was confirmed as the observed condition of the pin trl lnr 10d 540dx36id would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code cy0211 provided is not a valid finished goods lot number. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the liner would not screw in and finally pushed through and broke during the case.